Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in taiwan: "overinfusion." According to the customer: "drug: fluorouracil 3000mg in n/s 1000ml run 46hr, flow rate:23ml/hr. A pressure alarm occurred on the 39th hour of the machine. The nursing staff found that the medicine bag was empty after checking it. The engineer checked the log and the settings were correct."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: "drug: fluorouracil 3000mg in n/s 1000ml run 46hr, flow rate:23ml/hr. A pressure alarm occurred on the 39th hour of the machine. The nursing staff found that the medicine bag was empty after checking it. The engineer checked the log and the settings were correct."